Event description:
According to the reporter: after putting the mesh inside the pt and sliding the blue sheath off the surgeon pushed on the blue part stylet) and it broke off. The parts were retrieved and another one was used to complete the procedure.